Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited low pacing impedance. The lead was successfully reprogrammed. The patient was stable and asymptomatic.